Event description:
Failure analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire had fractured approximately 50mm and has migrated down lead body approximately 40mm proximal of weld site. It appears that entire j stiffener wire was received with all recorded measurements adding up to approximately 87mm. Visual inspection under 30x magnification also indicates lead was snipped or cut into two sections, with evidence of flared coil wire ends. X-ray lead confirms j stiffener fracture.